Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2018-03689, 0001822565-2018-03690. Concomitant medical products: gender solutions nk porous coated femoral component cat: 00541201602 lot: 62942103, gender solutions nk rotating platform articular surface cat: 00543202211 lot: 62788923, nonporous tibial baseplate size 2 cat: 630801201 lot: 63391379, nexgenâ® complete knee solution, trabecular metala standard primary patella cat: 00587806532 lot: 62989685. Reported event was unable to be confirmed due to limited information received from the customer. Device history record was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient underwent a revision due to dislocation approximately eighteen months post implantation.

Manufacturer narrative:
If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.